Manufacturer narrative:
Customer did not provide any further information or return sample for serological testing. No further information provided.

Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen (crrs) 3 on the echo. The sample had a known anti-fya and anti-kell.